Manufacturer narrative:
The device was returned, and the evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the telescope "trueview ii", 2.7 mm, 0°, autoclavable had a chipped tip. There were no reports of patient harm.

Manufacturer narrative:
This report is being supplemented to provide additional information, based on the legal manufacturer's final investigation and device evaluation. The device was evaluated by olympus. And the reported defect (tip chipped) was confirmed. A review of the device history record found no deviations, that could have caused or contributed to the reported issue. Based on the results of the investigation, the reported event was likely caused, by an excessive mechanical forced, due to an impact or fall. The event can be detected/prevented, by following the instructions for use (IFU), which state: ¿a suitable replacement device must be provided, during an application.¿ olympus will continue to monitor field performance for this device.